Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was report that the device became stuck inside the stent. A percutaneous coronary intervention was being performed. The target lesion was 90% stenosed, severely tortuous and mildly calcified coronary artery. This opticross imaging catheter was selected, however the device became stuck inside the implanted stent. The opticross was retrieved according to the procedure, without any problem. The procedure was completed with another of the same device. No patient complications or injury were reported. However, it was further reported that the device was not stuck in the stent, but stuck in the left anterior descending artery. It was observed that the severe tortuosity may have contributed to the device becoming stuck in the lesion. The device was released by cutting the shaft and inserting another manufactures guidewire. Another manufactures stent was deployed in the lesion and the procedure was completed.

Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the telescope was cut at the most proximal strain relief and separated from the female telescope tube and kink was observed in the male telescope.

Event description:
It was report that the device became stuck inside the stent. A percutaneous coronary intervention was being performed. The target lesion was 90% stenosed, severely tortuous and mildly calcified coronary artery. This opticross imaging catheter was selected, however the device became stuck inside the implanted stent. The opticross was retrieved according to the procedure, without any problem. The procedure was completed with another of the same device. No patient complications or injury were reported. However, it was further reported that the device was not device stuck in the stent, but it was the device stuck in the lesion. It was observed that the severe tortuosity contributed to the device stuck in the lesion. Stuck was released by cutting the shaft and inserting a non bsc guidewire.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was report that the device became stuck inside the stent. A percutaneous coronary intervention was being performed. The target lesion was 90% stenosed, moderately tortuous and mildly calcified. This opticross imaging catheter was selected, however the device became stuck inside the implanted stent. The opticross was retrieved according to the procedure, without any problem. The procedure was completed with another of the same device. No patient complications or injury were reported.